Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuousity and an 80% stenosis. The balloon was advanced over the guidewire to the lesion, and inflated using an indeflator. However, the balloon ruptured and was withdrawn from the pt's body. Another balloon catheter was used to successfully complete the procedure. There was no reported pt injury. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Conclusion: with the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.

Event description:
During an angioplasty and stenting procedure of the superficial femoral artery (sfa) this balloon ruptured at nominal pressure when inflated with an indeflator. The pt is a male (age unk). The vessel had severe calcification, mild tortuosity and an 80% stenosis. The physician used a contralateral approach to access the lesion. The balloon was advanced to the lesion, over the guidewire, and inflated using an indeflator. There is no info as to if there was any difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. Upon inflation, the balloon ruptured. Therefore, it was withdrawn out of the pt's body, and another balloon catheter (savvy, cat and lot: unk) was used to successfully complete the procedure. There was no reported injury to the pt.